Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient collapsed while at work and awoke in the hospital. The patient was unaware who called an ambulance. The bg 3.0 mmol/l was and the cgm was 6.0 mmol/l at the hospital. The hypoglycemia was treated with glucagon injection. The patient was hospitalized until (B)(6) 2023. The patient experienced rebound hyperglycemia following treatment for hypoglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.